Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the occluded proximal left anterior descending artery (lad) at the diagonal artery bifurcation. The lesion was predilated with a 2.0mm non-bsc balloon. A 2.5x20mm promus element stent was implanted and post dilated with an unknown balloon. Resistance was felt during withdrawal of the non-bsc guide wire from the side branch. A 1.25x10mm balloon was used to provide support while removing the non-bsc guide wire. Angiography identified the 2.5x20mm promus element stent had shortened and the proximal edge was damaged. Additional post dilatation with multiple size balloons was performed. No further patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).